Manufacturer narrative:
On 03-oct-2019, mentor received the suspect medical device. On 25-oct-2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, it was reported that the patient experienced pain. During evaluation of the sample it was observed to be intact. No anomalies were observed. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover any device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast reconstruction primary with a mentor memorygel breast implant (650cc on left and 700cc on right) and experienced postoperative back pain and chest pain. The patient reported feeling pain in between her shoulder blades, and that the pain is greater on her right side where the skin is pulling down. The chest and back pain was confirmed by a physician. As a result, the patient underwent explantation on (B)(6) 2019. This medwatch report is for the left-sided implant.